Event description:
It was reported that the right atrial lead exhibited intermittent undersensing. The lead was capped and replaced with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.